Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement power cable shipped to site (B)(6) 2015. Medtronic investigation of returned suspect power cable finds that returned cable has been severely twisted. As reported, the cable jacket has been cut exposing the inner jacketed wires. The green ground wire has been nicked in the jacket exposing about an eighth of an inch of bare wire. Otherwise, the cable passed a continuity test with no opens or shorts detected. Physical damage - cable-cut, damaged on (B)(6) 2015 a medtronic representative performed 2 navigation system check-outs, all areas passed each time. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported there was one metal wire exposed. This power cord has since then been replaced. Issue resolved. (B)(4).

Event description:
A medtronic representative reported a site's navigation system power cable had a visible cut and some of the internal wiring can be seen. No further details regarding the damage, or how it occurred, were provided. Navigation system is currently functioning. There was no patient present when this issue was identified.

Manufacturer narrative:
The cable was replaced and a medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. The suspect power cable was evaluated: the returned cable has been severely twisted. As reported, the cable jacket has been cut exposing the inner jacketed wires. The green ground wire has been nicked in the jacket exposing about an eighth of an inch of bare wire. Otherwise, the cable passed a continuity test with no opens or shorts detected.